Event description:
A pk papyrus covered stent system was selected for treatment of a moderately calcified lesion in the mid lad/2nd diagonal with a des during which a coronary artery perforation type iii occurred. To stop the bleeding, balloon dilation was performed. A pk papyrus 2.5/20 was introduced into the patient's body and deployed in the lad, but the balloon ruptured during deployment at nominal pressure (reported separately). Despite post-dilation of the stent, the perforation persisted. Thereafter, the affected pk papyrus 2.5/15 was deployed overlapping the previously implanted stent during which again the balloon ruptured at nominal pressure. However, it should be noted that the pk papyrus device registration form states that the maximum pressure applied was 14 atm (<rbp). The stent was post-dilated with a 3.0 x 15 mm nc balloon, but the perforation persisted through both implanted stents. In the following, a ringer perfusion balloon catheter was placed but also perforated. Ultimately, protamine was administered which thrombosed the 2nd diagonal. Eventually, the perforation was successfully sealed. However, the patient suffered from hemodynamic instability and pericardial tamponade due to which a pericardial drain was inserted. The patient underwent resuscitation but eventually passed away due to pea arrest / cardiogenic shock.

Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The treating physician rated the occurrence as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.